Event description:
It was reported that during an unspecified urological procedure a balloon leak occurred. A 10cc liwg kit had been advanced to an unspecified location. An attempt to inflate the balloon was made; however, it was apparent that as soon as pressure was applied, the balloon was losing pressure due to a hole in the distal tip. It is unknown if any "fluid or dye leaked out". The balloon was removed and exchanged for another of the same device to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.